Event description:
As reported, approximately five months post initial tsa, the 60 y/o female patient had a revision due to instability. Patient's liner was replaced by a constrained +0 38mm liner. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain images or x-rays. The device is not available for evaluation as the device was disposed of at hospital. No other patient/medical information provided.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the instability and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6, h11. The cause of the patient¿s shoulder instability and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Instability is a known risk, as outlined in the IFU.